Event description:
The reporter stated the surgeon attempted to use a micl 12.1mm implantable collamer lens on (B) (6) 2009. The surgeon was preparing to load the lens into the cartridge when he noticed something black on the lens. Not clear if it was a spot or smudge. The surgeon decided to use the backup lens. There was no pt contact.

Manufacturer narrative:
(B) (4) (black contaminant on lens). Lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. A lens work order search was performed and no similar complaints were found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).